Event description:
It was reported that during a transarterial chemoembolization (tace) treatment procedure, the guide wire coating was peeling. The target lesion was located in the biliary tract. While utilizing the transend guide wire to "select the target vessel", the physician noted the wire felt very stiff. The device was removed and the procedure was completed with another of the same device. It was further noted the coating of the wire seemed to be peeling. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a kink 128cm from the proximal end and a bend 133.5cm from the proximal end. No anomalies were noted with the coating of the device. Dimensional measurements met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a transarterial chemoembolization (tace) treatment procedure, the guide wire coating was peeling. The target lesion was located in the biliary tract. While utilizing the transcend guide wire to "select the target vessel", the physician noted the wire felt very stiff. The device was removed and the procedure was completed with another of the same device. It was further noted the coating of the wire seemed to be peeling. There were no patient complications reported and the patient's status is stable.